Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be performed as the lot number was unknown. The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and no issues were detected. The sample was found to be within specification. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The customer alleges that the humidifier was bubbling, but no airflow reported from the nasal cannula.

Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The customer alleges that the humidifier was bubbling, but no airflow reported from the nasal cannula.